Manufacturer narrative:
Product analysis: the stent had several raised, stretched, deformed and bunched struts along the distal section. The distal tip was stubbed. There was no other damage evident on the returned device. (B)(4).

Event description:
Physician was attempting to deliver one resolute onyx drug-eluting stent to a pre-dilated, little calcified lesion in the lad-d1 with 80% stenosis but the physician noted a distortion to the stent following positioning difficulties and removed it. The physician put another stent into lesion without additional pre-treatment without any problem. This situation had no impact on result of the procedure. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions